Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown olecranon locking compression plate. Part and lot numbers were not provided for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Reporting facility phone number and address were not available for reporting. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that an olecranon locking compression plate (lcp) broke approximately six months postoperatively and pseudarthrosis developed. The plate broke at the pseudarthrosis site on an unknown date. Revision surgery was performed on an unknown date and a new plate was implanted. Reportedly a new fracture occurred six months after the revision surgery. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient height is (B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on may 30, 2016. It was further reported and clarified that reported plate was initially implanted on (B)(6) 2015. There were no complications during the initial surgery. The plate broke on an unknown date as previously reported and the patient had developed pseudarthrosis. The plate broke at the pseudarthrosis site. Revision surgery was performed on (B)(6) 2015 to remove the broken plate and to address the pseudarthrosis. The patient was revised with a similar plate of longer length. Please see related complaint (B)(4) which addresses and reports an additional event related to this patient and the revision plate. This report is 1 of 1 for (B)(4).